Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The pump supplies were changed. Blood glucose (bg) was elevated (value not provided) and an insulin injection was administered to address bg.